Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call prime anomaly, no delivery alarm, low battery alert, motor error alarm and high blood glucose. Customer's blood glucose level was 400 mg/dl. Customer advised they received no delivery alarms and the prime sequence would take longer while the rewind process was slower than usual. Customer advised the insulin pump had a dark circle and the no delivery alarm occurred. Troubleshooting for motor error was performed. Customer received three motor error alarms in the last 30 days. Troubleshooting for low battery was performed. Customer advised they replace the battery more frequently than before. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.